Event description:
It was reported that the lead was capped and replaced. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead and the left ventricular lead exhibited high capture thresholds. The lv lead remains implanted and connected to the new device. The rv lead was capped and replaced. There were no patient consequences.